Event description:
The customer received a blood glucose reading of 290 mg/dl from his contour and a reading of 110 mg/dl from another contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips were sent to the customer.

Manufacturer narrative:
The test strips are to be returned, but the lot number provided by the customer was not valid.